Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter was spraying blood from device during blood collection. This report is to capture the incident from 05/24/2023 and lot # 3009386. The following information was provided by the initial reporter: having constant issue with lot#: 3009386. "Blood is spraying from device during blood collection. While collecting blood from a venous non-valued vascular access device, using a transfer device (vacutainer) directly connected to a clear-link connector via leurlock and laboratory tube inserted into puncture side of the vacutainer, blood sprayed onto the wall and approximately 3 feet across room during collection, suspected that it occurred when removing collection tube from vacutainer device. This same event occurred a week prior with another patient, another type of collection tube, and another staff member performing the draw. We cannot confirm this vacutainer lot number was involved in this previous event." Was there blood exposure? Information not available. If yes, where did the exposure occur to? (Was it the eye, mouth, open cut, etc) information not available. Was medical intervention required or necessary? No. Any other patient impact? No.

Manufacturer narrative:
H6: investigation summary: bd received 43 samples for investigation. The samples were evaluated by visual examination and functional leakage testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 24 retention samples from bd inventory were evaluated by visual examination and another 12 retention samples by functional leakage testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-06-30.

Manufacturer narrative:
H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter was spraying blood from device during blood collection. This report is to capture the incident from 05/24/2023 and lot # 3009386. The following information was provided by the initial reporter: having constant issue with lot#: 3009386. "Blood is spraying from device during blood collection. While collecting blood from a venous non-valued vascular access device, using a transfer device (vacutainer) directly connected to a clear-link connector via leurlock and laboratory tube inserted into puncture side of the vacutainer, blood sprayed onto the wall and approximately 3 feet across room during collection, suspected that it occurred when removing collection tube from vacutainer device. This same event occurred a week prior with another patient, another type of collection tube, and another staff member performing the draw. We cannot confirm this vacutainer lot number was involved in this previous event." Was there blood exposure? Information not available. If yes, where did the exposure occur to? (Was it the eye, mouth, open cut, etc) information not available . Was medical intervention required or necessary? No. Any other patient impact? No.